Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a permanent out of range signal occurred on (B)(6) 2016. No injury or medical intervention was reported. It was reported that a pediatric patient was using an adult receiver. Labeling states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.